Event description:
A cartridge alarm was reported by the customer. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the company was awaiting the pump's return for inspection.